Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.0¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and in house strips (strip lot number:d150923-1). The control solution tests for level low are 52/53 mg/dl; for level high are 276/275 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
(B)(4) (our importer) received a call on (B)(6) 2015 reporting a medical intervention. Patient called in stating that his prodigy meter was reading higher than it should, which causes him to give himself more insulin than he needs. Patient states that he turns icy cold and passes out. Patient stated also that he has had to go to the hospital 2 times in the past few weeks. Patient stated that he needed assistance providing further information regarding the events so he said his daughter would call back with more information. Prodigy called the patient back and was able to get additional information from his daughter. Patient's daughter stated that on the day of the event she checked patient's blood glucose with the prodigy meter with a result of "hi" so she injected patient with 10 units of insulin. After waiting a while she retested patient's blood glucose with a result of 189mg/dl. Patient's daughter stated that patient had consumed 2 cans of diet soda and a pack of peanut butter crackers. The next morning her father was not responsive. She then checked his blood glucose with a result of 80mg/dl. Patient's daughter put a spoonful of sugar in patient's mouth and still no response from patient. Emts were then called. When patient arrived at hospital his body temperature was down to 93 degrees. (B)(4) sent prepaid envelope requesting return of suspect system. (B)(4) is following up with caller to collect information that is missing throughout this report.